Event description:
It was reported that a patient presented remotely with a pacemaker that exhibited an overprojection of battery longevity. The situation would be closely monitored. No patient consequences reported.